Event description:
It was reported that the customer was hospitalized due to high blood glucose. The nurse stated that the customer was receiving no delivery alarms and did not change his infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.